Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 79 mg/dl. The customer reported a motor error from the insulin pump during rewind. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had constant motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The device had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.